Event description:
On (B)(6) 2010, pt reported he noticed the piston rod broke off while addressing an e6 (mechanical error) on his primary infusion device. Pt stated after experiencing a mechanical error, he removed the insulin cartridge from the infusion device and attempted to rewind the piston rod. Pt reported the infusion device emitted a "whirring" noise and the piston rod would not return. Pt stated he noticed the tip of the piston rod had broken off. Pt reported that "half of the threads were missing." Pt stated he believed the broken piece fell on the floor and he was unable to find it. Pt stated he switched to his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.